Event description:
Reportedly, patient expired approximately after an implant duration of 0 days, due to unknown reasons. Physician stated during a follow up that the death is not device related.

Manufacturer narrative:
Device not returned.